Event description:
Heli-fx endoanchors were implanted due to concern for late failure during the endovascular treatment of a 55mm abdominal aortic aneurysm on. An endurant ii cuff and non medtronic stents x2 were also implanted. It was reported approximatley 6 years post the index procedure, follow up CT identified a type iiia endoleak between the aortic cuff and main body stent. The endoleak remained unresolved and the subject has discontinued from the clincial study. The site assessed the endoleak as related to the endograft. The sponsor assessed the endoleak as not related to device, procedure or the treated aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.